Event description:
Determined to be reportable based on analysis approved 1/28/2007. It was reported that during a rotational atherectomy procedure, the tip of the guide wire stretched. The lesion being treated was located in the 90% stenosed and calcified left anterior descending (lad) coronary artery. The physician had ablated the lesion using a 1.5mm and 2.00mm burr and the rotawire floppy guide wire. Following removal of the guide wire, the tip was noted to be stretched. The procedure was completed with another of the same device. No pt injuries or complications were reported. Analysis revealed a fracture of the core wire.

Manufacturer narrative:
The distal tip of the returned guide wire was examined and the spring tip exhibited evidence of being extensively stretched to an indeterminate length. The guide wire presents a fracture of the core wire 0.5" from distal tip. The overall length of wire was measured and showed evidence of being below spec suggesting that a section of core wire was missing and not returned for analysis. A review of the device history records for this lot showed that the lot met all specs relevant to the complaint upon lot release. The root cause of failure could not be determined.